Manufacturer narrative:
The pt's initial back pain was resolved following implantation of the device in 2009. The device was used according to labeled indications with successful results. The explanted device was not available for eval because it was discarded following the surgery. However, there is no info to suggest that the device malfunctioned or otherwise failed to perform as intended. Based on the info received, the root cause of the fracture cannot be determined.

Event description:
A revision surgery was performed approximately six months post-op to remove a spinal implant because of a recurrence of pain and a fracture.